Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. Infection is a well known potential complication of this type of procedure. The IFU which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Baseline report previously filed.

Event description:
It was reported that approx 5 weeks following a posterior colporrhaphy procedure in 2007, the pt experienced vulvar pain and discharge post-op about five weeks later. The doctor examined the pt the following month and noted right and left gluteal abscesses that had spontaneously drained, decreasing the pt's pain. The doctor stated that the abscess seemed to have run from beneath the peri-anal skin incision, up along the distal tract. The patient was placed on levaquin for 10 days, sitz baths, flagyl for 7 days. Current status of pt was described as right per-anal incision draining and left peri-anal incision closed. The abcesses were decreased by 75% or more.